Event description:
The customer contacted stryker to report that their device 's internal paddles failed after sterilizations. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received replacement paddles to resolve the reported issue. The root cause could not be determined.

Manufacturer narrative:
Stryker evaluated the internal paddles and verified the reported issue. A cause for the reported issue could not be determined. The internal paddles were scrapped by stryker.

Event description:
The customer contacted stryker to report that their device 's internal paddles failed after sterilizations. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.